Event description:
Info rec'd indicates the head hi/low is slowly drifting down.

Manufacturer narrative:
The tech found the head hi/low down valve was partially sticking open. He replaced the head hi/low down valve to repair the bed.